Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. A "usual" meal announcement was delivered when the user's cgm glucose was < 70 mg/dl. Cgm glucose rose briefly, but then went below range again 2 hours and 20 minutes after the meal announcement was given. Their device data shows meal announcement doses of similar size being delivered on the day prior to the event when cgm glucose was 102 mg/dl that did not result in hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal resulting in insulin in excess of their need. The fact that the user announced their meal while already hypoglycemic, then decided to take a nap when their glucose was trending down, and that none of the alerts were acknowledged by the user contributed to the severity of this event.

Event description:
On 5/28/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. It was reported the user's bg was heading down and they decided to take a nap. The user's daughter then found the user unresponsive with a bg of 37 mg/dl and called 911. Paramedics administered IV fluids, and the user regained consciousness within minutes. The user was then taken to the hospital. A clinical diabetes specialist (cds) had previously attempted to adjust the user's bg target due to observed hypoglycemia patterns but was unable to reach the user prior to the event. The user's bg target was later adjusted in the hospital by an endocrinologist. During the hospitalization, the user received IV treatment of potassium, magnesium, and glucose. The user was discharged on (B)(6) 2024 and resumed using the ilet.